Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR afor notification purposes.

Event description:
It was reported that on, on (B)(6) 2010, patient underwent following procedure: 1. Left c5-6, 6-7 hemilaminectomies and foraminotomies, 2. Bilateral c5 to c7 vertex posterior segmental internal fixation and bilateral posterior and posterolateral fusion using rhbmp-2 and autologous bone graft from posterior elements and additional bonegraft; for a pre-op diagnosis of : pseudoarthrosis at c5-6 and 6-7 with residual left sided radiculopathy. Per-op notes: decortication of bone was done at c5, 6 ,7. Lateral mass screws were placed in usual fashion. Rods were secured in position and position of all hardware was confirmed in fluoroscopy. Rhbmp-2 combined with autologous bone graft from posterior elements and bone graft was placed out posterior and posterolaterally from c5 to c7. No complications were reported. On (B)(6) 2010, patient underwent following procedure: 1. Redo l4-5, l5-s1 decompressive laminectomies with medial facetectomies and foraminotomies, 2. Removal of previous l4-s1 posterior segmental internal fixation device with exploration of fusion, 3. Redo l4-s1 posterior and posterolateral fusion using rhbmp-2, as well as cadaver allograft bone chips and autologous bone and with placement of bone fusion stimulator from l4 to sacrum; for a pre-op diagnosis of pseudoarthrosis from previous l4-s1 fusion with residual sciatica. Per-op notes: dissection was made exposing facets and hardware form l4 to sacrum. Redo decompressive laminectomies were done at l4-5 and l5-s1. Rhbmp-2 was placed over bone fusion stimulator wires, as well as allograft and autologous bone. No complications were reported.